Event description:
The customer reported control results were lower than expected involving coulter act diff 12 analyzer. The customer noted the peristaltic pump filters and tubing were recently replaced. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer had on gloves, a laboratory coat and eye protection. The customer noted the waste line had buildup and cleaned the line. During a blank sample test, the customer discovered the white blood cell (wbc) bath overflowed. The fluid was contained within the unit approximately one to two ounces leaked out of the bath. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse did not observe the baths overflowing. The fse discovered the peristaltic tubing worn due to regular use and replaced the peristaltic tubing. The fse verified repair per the established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).